Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) device exhibited farfield oversensing and there were atrial tachy response (atr) episodes recorded. Technical services (ts) reviewed and stated that there was atrial blanking after the right ventricular (rv) sense was at max. This device currently remains in service. No adverse patient effects were reported.